Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the procedure took place on the (B)(6) 2012. The physician went down with a scope and found marks on the esophagus but the capsule had fallen off. The capsule was found on the vocal chords and recovered. The patient was not injured following the procedure.